Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home in bed, sat up, and felt the lvad make a strange vibration and a "red heart" alarm occurred. The power module turned off (green circle turned yellow with yellow battery recharge signal and audible alarm occurred), then turned itself back on. No further alarms were reported. The pt changed to battery support and came into clinic. During eval, there were two visible external areas of percutaneous lead damage that had been previously taped up. The vad coordinator tried to manipulate the percutaneous lead near these two areas and could not reproduce an alarm on the power module in clinic. The system controller was swapped out. They then had the pt stand up, put arms over head, and then stretch arms out wide to the side (trying to potentially manipulate internal lead position), and the "pump stop" alarm occurred. Then with the pt sitting, one brief "pump stop" alarm occurred. An internal percutaneous lead fracture is suspected and the surgeon is planning to exchange the lvad to another lvad. Add'l info rec'd confirmed that six days later the lvad exchange took place and the pt is doing well.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.